Manufacturer narrative:
(B)(6). The baxter technician found the emergency stop button was broken. The sabina sit-to-stand lift is especially designed for people who have difficulty in standing up on their own from a seated position. Sabina sit-to-stand lift is intended for use with patients who are able to actively participate in the raising motion. When standing, they can be moved to a wheelchair or to a toilet, this gives them standing practice in connection with the transfer. The emergency stop button replaced to resolve the reported issue. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a inoperative emergency stop button were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report that sabina ii ee had emergency stop button inoperative. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.